Event description:
During service testing, baxter repair technician reported an infusion pump with depleted batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding add'l contact info, patient demographics, medication involved, or pump programming. No additional information is known.